Event description:
It was reported that the customer had issues with the reservoirs, and the customer stated that they were not working for him. The blood glucose reading was not available. The customer reported that he is visually impaired and always requires help when filling and using the reservoirs. He stated that he was not reporting a defect in the product, however that he would prefer a product that would allow prefilled reservoirs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.